Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No vibrating anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 127 mg/dl. The customer stated that she was holding down the esc and act button for a minute or two but is not doing anything and it keeps vibrating at her. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the we will send a cot pump.